Manufacturer narrative:
(B)(4).

Event description:
Vascular intervention case to treat claudication of a peripheral vessel; the physician successfully treated the vessel using a turbo-power laser catheter. After removal of a distal protection filter; debris was noted. It cannot be determined if the turbo-power caused or contributed to the debris. The physician believes it is most likely due to the lesion type that was treated and not due to the laser catheter.

Manufacturer narrative:
Device evaluation: the fibers of the device were checked both at the coupler and the distal tip with no problems found. Evidence of normal wear present, no discrepancies were noted on the distal tip that would suggest that the debris in the filter was from the device. Note: the physician in this case explains this as a natural phenomenon that occurs during these cases and is the reason why a filter wire is used in his heavily calcified lesions.